Event description:
Baxter (B)(4) received a report that an infusor had leaked into the stress member before use. The device was filled with a solution of vancomycin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 245 ml of fluid in the bladder. Visual examination of the disassembled unit revealed the root cause of the condition was due to the plug being misassembled (operator error) during plug loading process. Microscopic examination of the complaint unit revealed plug was misassembled allowing air and liquid to leak into the inside of the stress-member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.